Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on sealing the cystic duct, the surgeon was able to squeeze the handle and the jaws were able to close. There was tissue damage as a result of this problem and the clip sectioned the cystic duct. They used another device to complete the case.